Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: all channels colony forming units (cfus): <1 cfu bacterial identification: none the cleaning disinfection and sterilization (cds) practices of the user were reviewed and the following deviation from the instructions for use (IFU) was found: suctioning water was not performed at precleaning. The device was evaluated and it was noted there were scratches in the channel, which could relate to the suggested event and might be due to the passing of cleaning brushes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 2 colony forming units (cfu) of enterobacter cloacae and 68 cfus of pseudomonas aeruginosa with all channels being sampled. The scope underwent additional testing 2 weeks later and was positive for 60 cfus of pseudomonas aeruginosa, 10 cfus of enterobacter cloacae and 10 cfus of stenotrophomonas melophilia in the suction channel. The scope was also positive for 4 cfus of pseudomonas aeruginosa in the air/water channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.